Event description:
A malfunction alarm identified as malf 5 was reported, and there were no adverse impacts on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, but the issue recurred. Consequently, the decision was made to replace the pump.